Event description:
Customer reported her insulin pump is alarming no delivery. Customer's blood glucose is 121 mg/dl. She has not tried different cannula lengths. The insulin is not expired or denatured. Customer rotates sites. The tubing is not bent or kinked. Customer states she has tried all remedies. She was advised to change out her infusion set and monitor the device. She will call back if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).